Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that a light adjustable lens (lal sn (B)(6) +22.5d) was explanted because the patient has irregular astigmatism from her previous 8 incision rk surgery, which was not correctable with the lal after three light adjustments. The lal was explanted and replaced with an ic-8 apthera iol. Manufacturer reference (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6) +22.5d) was explanted on (B)(6)2023. Rxsight's first awareness of this event was on (B)(6) 2023.